Manufacturer narrative:
The device is not available for evaluation as it remains in the patient at this time. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not reported.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not reported.

Manufacturer narrative:
Correction d1 and h6. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Images provided were not of sufficient quality for an assessment to be made. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.